Event description:
On (B)(4) 2013, customer reports via phone that during an undetermined pt procedure, the fluoro failed. No additional information is available at this time.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.